Event description:
Complaint description: a hosp nurse manager reported that a frozen image was observed on a monitor during a procedure. The procedure was completed with a second scope and there were no complications associated with the occurrence.